Event description:
On (B)(6) /2013, the reporter contacted animas, alleging that the battery within their device had started to leak acid onto the battery cap which eroded it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the battery compartment was cracked, extending from threads down to the case seal. Additionally, the battery cap was not returned with the pump. Moisture corrosion was observed in the battery compartment. The unit failed a leak test due a battery compartment leak. The pump¿s cover was removed and further moisture ingress was observed to the pcb. Unrelated to the initial complaint, the display was reddish and faded upon start up. When the display screen was replaced with a test screen the contrast and color returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.